Event description:
It is reported that the pt was revised due to septic loosening of left knee prosthesis. It is also reported that the pt has an allergy to nickel and potassium chrome.

Manufacturer narrative:
This report will be amended when our investigation is complete.